Manufacturer narrative:
(B)(4).

Event description:
It was reported that high rv threshold was observed during routine follow-up. The patient had no complaints. Lead was capped and replaced on (B)(6) 2016 during device replacement procedure due to eri. The procedure went well with no complications. The patient was doing well the next day post procedure.